Manufacturer narrative:
A getinge field service technician was sent for further investigation. Work performed on (B)(6)2019 and (B)(6)2019 . Results of summary report 43001024: "customer stated intergrated pressure readings not accurate. Requested logs from device device had a high pressure alarm. User pool and service pool report was provided for the date in question. Complete full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Could not duplicate issue reported. Returned to customer and cleared for clinical use. Updated customer." A log file analysis (performed on (B)(6)2019 from tech support in rastatt, germany) could confirm that there was no problem. Thus the failure could not be confirmed.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
(B)(4). Available. Reference exemption # e2018002.

Event description:
It was reported that the cardiohelp was not able to read the pressures correctly. Occurred during patient treatment. Complaint number: (B)(4).